Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to apply more pressure on the touchscreen or click a button multiple times in order for the screen to respond. Additionally, it was reported that the customer needed to press the wake button multiple times in order for button to respond. Blood glucose ranged from 113-118 mg/dl. Reportedly, the customer dropped the pump, but did not see any damage to the pump. The customer declined troubleshooting with tandem's technical support.